Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use two evercross 0.35 pta balloons. It was reported the balloons burst.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the 2 evercross 0.35 balloons to treat an in-stent stenosis in the iliac artery with mild tortuosity as per IFU. The lesion was calcified with 95% stenosis. The balloons passed through a previously deployed stent. It was reported the 2 balloons burst at low atmosphere, the type of balloon burst is unknown. The complete balloon was removed from the patient with no issues noted. The procedure was completed with another device. The patient is reported to be doing well.